Event description:
A report was received that the patient suffered a seizure following a permanent implant procedure. The patient was admitted to the hospital. No treatment was provided. The seizure is believed to be a reaction to the anesthesia. The patient has since been released as the symptoms have subsided. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4) and (B)(4), description: linear lead, 70cm.